Event description:
The account reported the left lead side rail center arm is broken and the side rail will not latch. The bed is located in the bed shop of the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The tech found that the left head side rail center arm is broken. The most likely cause is the side rail getting caught on an immovable object when the bed was being raised or lowered. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the left head side rail center arm assembly to resolve the issue. Based on this info, no further action is required.